Event description:
Medtronic received information that a few hours (exact time not provided) post placement of this arterial cannula in the femoral artery for distal perfusion during ECMO, the cannula split. It was reported there was exsanguination at the point where the cannula split. Subsequently, the patient died.

Event description:
Medtronic received information that this arterial cannula was successfully positioned in the femoral artery for distal perfusion during ECMO. After five hours of use the cannula split. It was reported there was exsanguination at the point where the cannula split. Subsequently, the patient died. The cannula is still under the coroner's investigation and has not been returned for analysis.

Manufacturer narrative:
Product analysis: no product has been returned. The product return has been requested. Conclusion: the investigation is ongoing. Details of the analysis and investigation will be provided in the final report. (B)(4). (B)(6).

Manufacturer narrative:
Analysis results: although requested on multiple occasions, the device was being held and was not released to medtronic for analysis. Conclusion: the product was not returned for analysis; however, photos of the product were provided for our investigation. The photos revealed the cannula was separated in two pieces in the wirewound area of the urothane coating. The location of the split was near the distal end of the cannula body, possibly in the suture tie down area. A review of the device history record did not reveal any nonconformances which would have caused or contributed to the cannula separating after 5 hours of use. A review of our quality database did not identify any trends for this failure mode with this family of devices. If the device is received, this event will be re-opened for further investigation. Based on the information available, the root cause for this event is unable to be determined at this time. (B)(6).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.